Manufacturer narrative:
Implant and explant dates are not applicable since the product was never placed and not removed. Bone quality is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from the implant driver.